Manufacturer narrative:
This investigation is ongoing. This event occurred in (B)(6). Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter received questionable elecsys anti-sars-cov-2 s and elecsys anti-sars-cov-2 results for one patient with the cobas 6000 e601 module. This medwatch will cover anti-sars-cov-2. Refer to medwatch with patient identifier (B)(6) for information on the anti-sars-cov-2 s results. On (B)(6) 2021, the pcr result was positive. On (B)(6) 2021, the anti-sars-cov-2 result was negative. The sample was tested with beckmann igg with a result of 4.48 coi (positive) and an abbott s1rbd with a result of 152 ua/ml (positive). The igm result was negative. The questionable result was not reported outside the laboratory.

Manufacturer narrative:
The patient sample was requested but not provided. The calibration and qc data were requested but not provided. A general reagent issue can be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.